Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc checked the seal button of the subject device, with no irregularities noted. The tissue was stuck to the tip of the probe. The tissue pad of the subject device was worn. The manufacturing record was reviewed with no irregularities noted. These types of the tissue pad damage and the error most likely related to the operator's technique. Based on the past similar cases, it was known that the ptfe pad was damaged when the user continued to activate output without contacting tissue (including after the tissue already cut). In this case, both the probe tip and the grasping section had no contact marks and the tissue was stuck to the tip of the probe. From the state of the subject device, there is a possibility that the error occurred because the user activated output the subject device in the body fluid of the body cavity. From the report that the seal button did not work, the reported error might be the seal short circuit error. The instruction manual of the device already cautions; a) do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. B) when a body fluid or tissue is present on the grasping section, probe tip or shaft surface during the procedure, immediately withdraw it by immersing the grasping section and probe tip in saline or wiping with sterile gauze. Otherwise, the performance may be degraded. Failure to maintain a clean grasping section may result in the grasping section becoming hard to open or close, and the load imposed on the distal end of the grasping section may cause vibration failure or other issues.

Event description:
During a laparoscopic super lower anterior resection, the subject device was used. When the user tried to stop bleeding, the seal button of the subject device did not work. Also, the error occurred. The procedure was completed with another thunderbeat. There was no patient injury reported.